Event description:
It was reported that a remote transmission showed t-wave oversensing on the right ventricular (rv) lead. The lead sensitivity was reprogrammed and it remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: c4tr01 implantable pulse generator (ipg) (B)(6) 2012. (B)(4).